Event description:
It was reported that the patient complained of dizziness. The patient's device is reading elective replacement indicator. The caller is unable to get any battery/lead measurements. The physician wants to proceed with fixing the device issue by using a lab programmer to reset the device. The device is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - battery depletion indicated/eri. Went to eri on (B)(6) 2010.